Event description:
The manufacturer's rep reported that the pt had an "allergic reaction" 7 days after pump implant. The specific symptoms were unknown at the time of the report. The pump was emptied and refilled with new medication and restarted. The medication was changed from sufentanil to dilaudid - concentration and dosages are unknown. No device troubleshooting was performed. A follow-up report will be sent if additional info becomes available.